Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that during an esophagogastroduodenoscopy (egd) in which a speedband superview super 7 ligator was used, the bands fell off the varices after being attached. A second ligator was opened and a couple of the bands from the second device also fell off the varices. The number of bands that fell off is not known. The bands were retrieved from the patient using an unk device. The procedure was completed using the second device. Patient is reported to be "stable". Note: this report is for one of the two devices used in the same procedure. Please refer to MFR#3005099803-2008-06573 for the related report.